Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -11.50/+0.5/105 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. The cause of the event was unknown.